Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, that there were no readings coming from the cuvette. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is (B)(4). No patient involvement as this occurred during setup; product was changed out; surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(6) 2016. Samples were returned for evaluation. Microscopic inspection of the magnets did not reveal any potential defect with the part that would inhibit part functionality. Two of the returned complaint samples were found to have difficulties connecting to the cdi500 monitors. The strength of the magnets in the complaints units that were seen to have issues connecting to the monitors were measured and were found to be lower than normal. The other two complaints samples returned had no issues connecting to the cdi monitors and the magnet strength was measured to be within tcvs specifications. A review of the device history record revealed no manufacturing anomalies. The root cause of this failure is defective magnets that have a low magnetic strength; therefore, this event has been confirmed. These magnets are manufactured by an outside supplier, (B)(4). This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.